Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6) . This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The customer was unable to provide the error code that was shown on the pump display. The service representative checked the pump for errors and faults and, during on-board testing, the speed potentiometer was identified to potentially be faulty. The speed potentiometer was replaced as a precaution and functional verification was successfully performed. The pump was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. There is no trend for this kind of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. The pump was exchanged to continue the case. There was no report of patient injury.